Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
It was reported that during a percutaneous transhepatic biliary drainage procedure, the marker band of the device detached within the patient. An attempt was made to retrieve the marker band, but was unsuccessful and remains in the patient's bile duct. The procedure was prolonged to 3 hours.